Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The reported issue was not replicated. However, it was found that the system could not be shut down. The power conversion enclosure was replaced and the issue was resolved. The part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to acquire a 3d image. It was also reported that an intermittent "beep" could be heard. The system was rebooted twice and the issue was resolved. There was no green light illuminated on the mobile view station (mvs). The procedure was completed successfully with the imaging system after a reported delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the voltage on the supply was fluctuating.

Manufacturer narrative:
Device evaluation: the suspect power conversion enclosure was returned to the manufacturer for evaluation. The reported issue was confirmed. There was a shorted transistor identified that prevented the imaging system from being shut down when the ac is not present.